Event description:
Clinical study. It was reported that post index procedure, the patient had a myocardial infarction (mi) and a target vessel revascularization (tvr). The index procedure treated a de novo lesion in the 1st obtuse marginal (om). The lesion was 2.75 mm wide, 5 mm long, and 80% stenosed. The physician direct stented with a 2.75 x 8mm taxus express2 stent. Residual stenosis was 0%. The patient received plavix during the procedure. The patient was discharged one day later on aspirin and plavix. On day 591, the patient had a q-wave mi and tvr to the 2nd om. A taxus express2 stent was placed in the 2nd om. The event was considered resolved that same day and the patient was discharged 3 days later. In the opinion of the physician, there is no relationship between the mi/tvr and taxus stent, but a probable relationship between the mi and the target vessel.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. The manufacturing records for top assembly batch 7106790 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties stated in the complaint could not be determined.